Event description:
It was reported that the right ventricular (rv) lead thresholds had risen over time from 2v@.7ms to 3.5v@.7ms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: kdr701 implantable pulse generator (ipg) (B)(6) 2003; 5554 implantable pacing lead (B)(6) 2003. (B)(4).